Manufacturer narrative:
As reported in a research article, a trifecta valve was replaced with a valve-in-valve due to regurgitation. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying a 23mm trifecta valve that may be related to a surgical intervention post procedure. Details are listed in the attached article, titled "trifecta versus perimount magna ease aortic valve prostheses". On an unknown date a 23mm trifecta valve was successfully implanted. On an unknown date a valve in valve was performed due to intra-prosthetic regurgitation. Patient status is unknown. Additional information cannot be obtained.